Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. This report is for unknown (band-aid flexible fabric). Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother of (B)(6) male consumer reported that she used band-aid flexible fabric bandages to cover her son¿s mosquito bite. The consumer had unspecified allergic reaction and they went to a health care professional and was treated with bacitracin ointment. The consumer was no longer experiencing any symptoms at the time of the reporting.